Event description:
A malfunction alarm occurred with a code identified as malf 12. There was no adverse impact to the customer's blood glucose level. Although the customer had not previously reset the pump for this issue, technical support provided guidance on resetting, and the malfunction did not occur again after this intervention. The customer was able to continue using the pump and was advised to contact support if the problem recurred.